Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein both leads were replaced due to high impedances and fractured leads. The physician suspected device malfunction. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had one lead that was not working. It was left inside the patient's body as a place holder by the physician. A circle which looked like the wire had bent that caused a ring or light discoloration where the lead was plugged into the ipg was noted. The physician believed that the lead was fractured and device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had one lead that was not working. It was left inside the patient's body as a place holder by the physician. A circle which looked like the wire had bent that caused a ring or light discoloration where the lead was plugged into the ipg was noted. The physician believed that the lead was fractured and device malfunction was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had one lead that was not working. It was left inside the patient's body as a place holder by the physician. A circle which looked like the wire had bent that caused a ring or light discoloration where the lead was plugged into the ipg was noted. The physician believed that the lead was fractured and device malfunction was suspected. The patient will undergo a revision procedure.